Event description:
The clinic reported a water leak from the machine. Gambro technical services (gts) diagnosed rtv debris from the balance chamber diaphragm magnet lodged in the valves in both balance chambers. The debris was removed to correct the condition. No patient involvement was reported.